Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, due to the on-going elevated bg levels, the customer gradually lost vision in the right eye. Customer administered a correction bolus via the pump to address the bg. Customer declined further troubleshooting with tandem technical support and recommendation was made to consult a healthcare provider in regards to diabetes management.